Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log (includes any standard mode therapy where the patient drain volume exceeds 200% of the maximum prescribed cycle fill volume). The alarm occurred on (B)(6) 2013 at 20:38:30. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. This event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.